Event description:
The hospital reported that a respiratory therapist was working with a pt in a room. The therapist looked across the hall and noted a vented pt was pulling at his tracheostomy. The therapist, and a coworker therapist, went across the hall to inform the pt to stop pulling at his trach. At this time, it was noted that a roommate of the pt was pale in color. The curtain that separated the two pts was pulled back. It was then noted that the breathing circuit was disconnected from the pt. The therapist reportedly noted a "little red box" on the ivent screen that indicated "low flow". There was no sound of oxygen flow coming from the breathing circuit. The therapist reconnected the breathing circuit and felt for a pulse, and none was noted. The therapist disconnected the breathing circuit and started manually bagging the pt. It was then noted that the unit started to alarm. The therapist pressed the alarm silence and the unit started flowing o2. The pt was successfully resuscitated and reported to be in 'pre-code status'. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.